Event description:
The customer reported, "downstream occlusion will alarm and all you have to do is jiggle the tubing and the alarm stops" concerning the spectrum pumps in this hospital. It was also reported that there were no pt injuries related to this problem.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.